Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a coronary bypass procedure, the surgeon noticed that one of the tines on the leadless implantable pulse generator (ipg) was protruding through the heart wall. The surgeon closed over the exposed tine and the ipg remains in use. No further patient complications have been reported as a result of this event.